Event description:
The manufacturer received information alleging a ventilator's oxygen percentage could not be adjusted. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's solenoid valve was replaced to address the issue.